Event description:
It was reported that the customer's insulin pump alarmed no delivery while attempting to prime. The customer changed the infusion set and reservoir three times, but the alarm continued. The blood glucose reading was 159mg/dl. Troubleshooting was performed, and one side of the drive support cap was deeper than the other, it was not even. It was mentioned that the insulin pump also alarmed motor error. Advised the caller to discontinue the use of the insulin pump and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.